Event description:
It was reported that this implantable cardioverter defibrillator (ICD) overheated within twelve inches away from a telephone. Boston scientific technical services consultant (ts) made a discussion with the physician. As of this time, this ICD remains in service. No additional adverse patient effects were reported.